Event description:
N/a.

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. Device identifier # (B)(4). The device was returned to the manufacturer. The reported complaint was confirmed from the evaluation. It was found that the lock have both rotational and lateral movement and a residue buildup was present. The set screw in the swivel base was tight. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel locking knob of an a1059 mayfield modified skull clamp was cracked. There was no information provided regarding patient contact nor delay in surgery. Additional information has been requested.